Event description:
It was reported that the patient was recently admitted to the emergency department for a fall that occurred. The patient's left ventricular (lv) lead exhibited no capture. It was also noted the pacemaker leads in the device pocket had come anterior to the generator. The leads were very superficial with risk of erosion through the skin. An lv lead revision and pocket revision were performed. It was further noted that intra-operatively, lv lead threshold testing was done in various configurations and the lv lead ring was found to have adequate pacing threshold without phrenic nerve capture. The tip electrode pacing produced variable phrenic nerve stimulation. A new lead was attempted but not used, due to sensing issues. The proximal pole of the existing lv lead was used for pacing and remains in use. The pocket was revised to a deeper position and the cardiac resynchronization therapy defibrillator (crt-d) was replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2013, and 4473 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was recently admitted to the emergency department for a fall that occurred. The patient's left ventricular (lv) lead exhibited no capture. It was further noted that intra-operatively, lv lead threshold testing was done in various configurations and the lv lead ring was found to have adequate pacing threshold without phrenic nerve capture. The tip electrode pacing produced variable phrenic nerve stimulation. A new lead was attempted but not used, due to sensing issues. The proximal pole of the existing lv lead was used for pacing and remains in use. It was also noted that the pacemaker leads in the implantable cardioverter defibrillator (ICD) pocket had come anterior to the ICD and very superficial with risk of corrosion through the skin. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.